Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt had a recent fall and he lost stimulation coverage in his left leg. X-rays revealed lead migration. Reprogramming was unable to resolve the issue. F/u info revealed the pt underwent surgical intervention on (B)(6) 2014 and one lead was explanted replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.